Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees0397 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a foreign object found in pt. On chest x-ray. Interventional radiologist consulted and removed the object and sent it to pathology. Appears to be a small piece of wire. Patient had a bard PICC line inserted. No other information was provided.